Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the reduced blood flow and decreased blood pressure could not be definitively determined based on the information available. There was no ivl device malfunction reported. The physician believes there is no direct relationship between the adverse events and the ivl device. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). The patient presented to the hospital with unstable hemodynamics and a pacing device was temporarily used. A rotablator (rota) device was then used before ivl was performed. A total of 80 ivl pulses were delivered and the procedure was successfully completed. There was no reported ivl device malfunction. The patient's blood pressure then decreased, and the blood flow deteriorated. Therefore, an intra-aortic balloon pump (iabp) was inserted. The patient's blood flow was then improved and they recovered to sinus rhythm. The iabp was removed the following day. The patient was discharged from the hospital four days later and is currently recovered and stable. The physician believes the cause was because a rota was used for the lesion and the debris then moved to small vessels that blocked blood flow. Further, the physician noted that after this occurred, the ivl catheter was used for multiple long inflations that induced slow blood flow. However, it was reported that the post-rotational atherectomy angiogram did not show any change. The physician believes there is no direct relationship between the adverse events and the ivl device.